Event description:
The patient had an esophageal dilation with mucosal tear. Due to immediate bleeding clips were placed. The second clip was entered inside the patient and it was noted that if failed to open with multiple tries. The clip was removed from the body and it was tested and it did not open.